Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump stopped working". Customer was unable to clarify how the pump stopped working. Customer's blood glucose level was 57 mg/dl. Customer declined troubleshooting with tandem technical support.